Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -12.00/4.0/092 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2021. The patient experienced low vaulting and refractive surprise. On (B)(6) 2021 the lens was explanted and later on the same date replaced with a longer length lens. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H3- device evaluation: the lens was returned in a microcentrifuge vial with moisture . Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).